Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis had had high blood glucose level was 469 mg/dl. The customer's reported blood glucose level was 507 mg/dl. The customer reported that they had been given manual injections and was on lantus. They reported that they did not feel well. The customer also reported that the insulin pump had multiple no delivery alarms which was resolved by complete set change. Device will not be returned for analysis.